Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer had trouble in accessing menu and clearing alarms because buttons were unresponsive. Customer stated that numbers were ramping on their own and the scroll bar moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. No numbers ramping or scroll bar moving noted during testing. (B)(4).